Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n414926, implanted: (B)(6) 2014, product type: accessory. Product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a cervical MRI unrelated to the spinal cord stimulator (scs) system. It was noted the stimulation got too high and the stimulation was turning itself up to 3.6 even though the patient had thought she had reduced the voltage to a lower level. The stimulation felt really too high when she did exercises in the water. It was reviewed to turn the stimulation down or off during exercise and to go back to the doctor to make sure the programming of the system was appropriate and comfortable. This had been occurring since implant. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.